Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occurred. On (B)(6) 2013, the patient presented with unstable angina and patient was diagnosed with myocardial infarction (mi). Cardiac catheterization was recommended. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the distal left anterior descending (lad) artery with 95% stenosis and was 23 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 16mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The target lesion # 2 was a de novo lesion located in the proximal lad with 70% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The target lesion # 2 was treated with direct placement of a 3.50 x 28mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The target lesion # 3 was a de novo lesion located in the 1st obtuse marginal (om) with 99% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. The target lesion # 3 was treated with pre-dilatation and placement of a 2.25 x 16mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient underwent stress test with unknown result. On the following day, the patient presented with chief complaints of left shoulder, arm, and chest pain. Patient also complained of nonproductive cough. The patient was then diagnosed with unstable angina and was hospitalized on the same day. Coronary angiography was performed and revealed 99% isr of study stent at distal lad and site confirmed that no stent thrombosis was noted. The lesion was treated with balloon angioplasty and placement of a 2.5 x 12mm non-bsc stent, resulting in 0% residual stenosis. In addition, the 100% stenosis located in the proximal left circumflex (lcx) was treated with balloon angioplasty and placement of 3.0 x 30mm and 3.0 x 22mm non-bsc stents in an overlapping manner from proximal to mid lcx. Following post dilatation, residual stenosis was 0%. Two days post procedure, the event was considered resolved and the patient was discharged on aspirin and prasugrel.